Manufacturer narrative:
One pia board (x2 limit sensor) was returned for evaluation to the tosoh instrument service center (isc) with no shipping damage. The pia board (x2 limit sensor) failed functional testing. The reported event was confirmed. The most probable cause of the reported event was due to failure of the photo interrupter of the pia pc board. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived onsite to address the reported event. Fse verified the error from the error log and upon turning the device on. Inspection of the device revealed that the limit sensor (x2-ov2) status was on all the time, indicating a sensor failure. Fse replaced the pia board (x2 limit sensor), ran a loader test, cleaned and lubricated the x1 & x2 guiding rails, and upgraded the reporting software version from (B)(4). Fse was subsequently able to run quality control (qc) and a patient sample without any errors. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from 19oct2017 through aware date (B)(4) 2018. There were no similar complaints identified during the search period. The g8 variant analysis mode operator's manual under chapter 6- troubleshooting, states the following: 6.3 error messages: when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages: with these errors, the assay stops and the analyzer immediately enters the stand-by state. 712 x2-axis error: 1) operation error in x2-axis. 2) inspect x2-axis. 3) a) execute sl. Rotate.

Event description:
The customer reported receiving the "712 x2-axis"error with their g8 analyzer. The white pusher foot was not moving. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient result for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.